Manufacturer narrative:
Sections with additional information as of 18-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: syringes were returned for evaluation; defect found: plunger separates from black piece, unable to aspirate/dispense properly. H10: most likely underlying root cause: rc-075: supplier manufacturing defect

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for not being able to administer to her pet cat due to broken syringe plunger. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed.